Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is not available for return.

Event description:
During preparation for a medical procedure, the physician noticed that the benchmark 6f 071 delivery catheter (benchmark dc) was kinked as he was ready to introduce it into the sheath. The kinked benchmark dc was found prior to use and was not used for the procedure. The procedure was completed using a new benchmark dc.